Event description:
Less than 24 hours after initiation of iab therapy, a gas leakage alarm occurred. The iab was removed and replaced. Same message occurred and the iabp was changed. Kinked line error message occurred and the iab was removed surgically. No further info is available. The pt condition is unk.